Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient says their symptoms have become worse. They have increased stimulation three times as directed by their sales rep and thinks that is making things worse. The patient is not emptying and they have to run to the bathroom several times after voiding because nothing is coming out. Their output is less so they changed sides and set stimulation to 5.6ma. During the call, the patient wanted to go over what improvements they should be seeing and what the purpose of the trial is. No device issue and no further patient complications have been reported as a result of this event.